Manufacturer narrative:
During investigation of the monitor a reportable malfunction was found. The front response button was non-functional. The front response button trace was damaged. The cause of the non-functional response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.